Event description:
It was reported by the customer that a pin from the hard paddle assembly broke off into the therapy connector on one of their devices. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the therapy connector part number and info for the repair of the device. The customer later confirmed that proper operation was observed after replacing the device's therapy connector.